Manufacturer narrative:
The customer calibrated to the batteries to resolve the issue. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device drains the batteries. There was no reported patient involvement/adverse patient impact.